Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Visual inspection was performed. It had damaged springs on the battery door, a peeling downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. Functional testing was performed, and device passed all tests without any issue. The reported issue was not duplicated. Due to the alarms found in the event log, recommend replacing the downstream occlusion sensor as a preventative maintenance. No root cause was determined because no problem was found. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a constant alarm stating the cassette was not attached properly, reattach cassette. The event occurred during testing. There was no physical damage reported. There was no patient involvement.